Manufacturer narrative:
(B)(4). Batch #: unknown.product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.the lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.additional information was requested, and the following was received: could you please provide device details (name, product code). Powered circular stapler 29cm - cdh29p. Could you please clarify the statement you made regarding ¿follow the patient closer and make sure no post-operative complications arise¿? After speaking with surgeon today, he let us know that whenever an issue arises with a device or anything intraoperatively, they follow the patient closely afterwards to assure quality of procedure and anastomosis. He let us know that as of today, 6/7, the patient has had no post-operative issues or complications. I also spoke with administration, who let me know they didn¿t believe a quality check continuation would be necessary, but is standard practice for the hospital.is the patient hospital stay typical for this procedure?- hospital stay is typical for the first couple of days. Patient has no post op complications as of 6/7, will continue to follow up with surgeon4. Or was the patient's hospital stay extended? No5. Could you please clarify if was any change in the post-operative care of the patient as a result of the event?this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported on (B)(6) 2021 that the doctor had an issue during a sigmoid case on tuesday, (B)(6) 2021. As this call was received late in the afternoon, I arrived at bmc on thursday, 6/3 to speak with staff and hopefully the surgeon to get more information about the occurrence. I first spoke with the nurse r., who was present during the case who let me know that he did not touch the device but did observe. R. And the resident md let me know that the anvil was placed into the patient and secured through the purse string method. The device and trocar were then inserted into the patient to connect the anvil to the trocar of the powered circular. They said that the device lit up, indicating that it was on and would fire. I spoke with them about the handling of the anvil to ensure no springs were affected during insertion, they assured me that they did not touch the springs. After inserting into the patient and connecting the device with the anvil, the safety was removed, and they proceeded to attempt to fire the device. After the safety was removed and trigger held down to fire, nothing happened. They tried switching the red safety on and off a couple of times and then also removed the battery and reinserted the battery to ensure that this was done properly. I was then told that the device did not fire and removing the anvil from the device while in the patient, was extremely hard. When the anvil was finally removed from the trocar and separated, they were not trusting in the anvil to be used on a second device, so they opened a second device in order to perform the anastomosis. When the second device was opened, anvil inserted into the patient via purse string method and connected to the device, the firing went smoothly on the second device. R. The nurse who was present, advised me that they will be continuing on with a quality check on this patient to follow the patient closer and make sure no post-operative complications arise.